Event description:
The customer reported that the central station alarms were not audible during a pt code.

Manufacturer narrative:
On 02/16/10, philips was notified that the pt had expired on (B) (6) 2009 after experiencing a cardiac event on (B) (6) 2009. Philips has previously reported this event under asr reporting. The customer reported that the central station alarms were not audible during a pt code. At the time of the initial report, philips determined that there was no malfunction indicated by the investigation, with multiple alarms recorded in the alarm log, including a high-priority alarm at the time of this reported event. The users only questioned why a lower priority alarm sound was not also sounding and the intent of the design is to sound only the highest-priority alarm. The users both acknowledged alarms and suspended alarming during the period including the reported event. Philips will consider user misunderstanding as causing the reporting of this event. No further investigation or action is warranted. (B) (4).